Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been received multiple motor error alarms and one compromised force sensor system alarm. The customer was unable to complete the insulin pump rewind due to the alarm. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced. The device will return for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to cracked endcap. The motor was tested outside of the device and passed. Unable to confirm prime alarm due to motor error alarm. The insulin pump passed displacement test, self-test and error test. Pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and severely scratched display window noted. The drive support cap was inspected and no anomaly was noted.